Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to pain at the implant site.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified the implant with minor signs of use. Measurements were made to determine if the device matched print specification and it was confirmed to match the drawing specifications. No malfunction was noticed during product evaluation that would contribute to the event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Patient had (moderate density) type ii bone. The reported device was located on tooth # 8 and was used for approximately 24 days. Complainant reported that the implant was removed due to pain at the implant site. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.